Manufacturer narrative:
Follow-up # 1 device evaluation: the device has been returned and evaluated by product analysis on 2/27/2017 with the following findings: during investigation, the display was fully functional, clear and legible. A continuous glucose monitoring (cgm) session was started and the pump displayed the green box symbol. Per vibe user guide, the green box symbol represents "a sensor was inserted between 30 and 60 minutes ago. No cgm readings are available". A user error was concluded. The investigation found no issues with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (display issue) issue. It was alleged that when going into the trend graph of the continuous glucose monitoring, within a few seconds a green block appears in the center prohibiting sight of the graph. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.